Event description:
Fire dept personnel were treating a cardiac arrest pt and completed two ECG analyses, both of which resulted in shock advised decisions and two successful countershocks were delivered. During the third ECG analysis, the device reportedly gave a low battery message. The device subsequently rendered a third shock advised decision. Treatment was continued and 5 more ECG analyses were performed, three of which resulted in shock advised decisions. There were no adverse effects to the pt as a result of the reported malfunction.